Event description:
It was reported the scope had blurry image. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was not returned. Conclusion: the evaluation of this complaint indicated that this was not caused by a design/manufacturing defect but is a maintenance and care issue caused by use/handling of the endoscope. This event is filed under internal complaint ID (B)(4).